Event description:
The reporter indicated the surgeon implanted a 13.2mm vicmo13.2 implantable collamer lens, -09.50 diopter, in the patients right eye (od), on (B)(6) 2022. The lens was reported as having a low vault and remained implanted. This was the replacement lens for MFR. Report # 2023826-2022-04221. The cause of the event was unknown. Additional information has been requested but none has been forthcoming.

Manufacturer narrative:
Weight: unk. Ethnicity: unk. Race: unk. Explant date: unk. Work order search: no similar complaint was reported for units within the same lot. Claim # (B)(4).

Manufacturer narrative:
B5: this was reported in error, the wrong box was checked on the report. The replacement lens (s1524272) for MFR report # 2023826-2022-04221 was implanted and the problem was resolved. Claim #(B)(4).